Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred during pumping. The customer's blood glucose level ranged from 238 to the 300's (mg/dl). The customer administered manual injections. Reportedly, the customer has manual injections available as alternate insulin therapy.